Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Disposed.

Event description:
Note: this report pertains to the second of four events that occurred during the same procedure. Refer to associated manufacturers report # 3005099803-4134, 3005099803-2008-6574, and 6000048-2007-00188 for a description of the other events. It was reported to boston scientific corporation that in 2007, two extractor balloons were used and burst during an ercp stone removal procedure. The patient had over 20 stones in the bile duct. When the complaint balloon burst he removed it from the scope and noticed that the distal 1.5cm had broken off and remained in the rx biopsy cap. This was retrieved. Upon closer inspection it was noticed that the balloon cannula was very badly damaged approximately half way along the shaft. The surgeon unsuccessfully tried a trapezoid basket, after which he decided to place a flexima stent. (The 2nd flexima stent he used is also the subject of a separate complaint).